Manufacturer narrative:
(B)(4), this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the filling syringe broke at the filling port of one (1) infusor two day during filling. There was no patient involvement. No additional information is available.